Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube urin plh 16x100 10 c&s kagn ce was underfilled. The following information was provided by the initial reporter: "- ecbu on probe to be sampled - tube that only fills up to about 2cm below the "minimum" - test three times with 3 tubes from the same batch: stop immediately when filling always at the same quantity (insufficient) - test with another tube from another batch actions taken in the care establishment for the care of the patient: keep the tubes with us if necessary for expertise".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube urin plh 16x100 10 c&s kagn ce was underfilled. The following information was provided by the initial reporter: " ecbu on probe to be sampled tube that only fills up to about 2cm below the "minimum" test three times with 3 tubes from the same batch: stop immediately when filling always at the same quantity (insufficient) test with another tube from another batch? Ok. Actions taken in the care establishment for the care of the patient: keep the tubes with us if necessary for expertise."